Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited noise. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 1488tc lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.